Event description:
A customer reported that during an unspecified procedure, there were repeated picture failures with error code e300 and e315 when using the evis exera iii video system center. This report is being submitted for error code e315. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing of the returned unit, neither error code 300 nor error code 315 was displayed. Technical evaluation and a further inspection could not identify or reproduce the customer phenomena initially reported. In addition, the connector lock system of the video connector was defective, caused by repeated excessive pressure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.